Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional issues reported for this item for this reason. Lot identification is necessary for review of device history records and it was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported shoulder plate depth gauge was found to have possible rust prior to being used. There was no patient impact.